Event description:
During index procedure the patient had one endeavor rapid exchange (rx) drug-eluting stent (3.50 x 18mm) was successfully implanted to distal rca. On the same day the patient experienced slow flow at distal rca, cag was performed and parachute was used for distal projection due to plaque rich lesion. Patient experienced non-q-wave mi at mid rca was treated with aspiration catheter. Investigator indicated that there was no relationship with the study product, drug or procedure.

Manufacturer narrative:
Evaluation: results (B)(4) inherent risk of procedure (myocardial infarction and occlusion). (B)(4).

Manufacturer narrative:
Patient is an ex-smoker. It was an endeavor sprint des and not an endeavor des used during the index procedure. The investigator assessed that the patient recovered from the 'slow flow' and 'mi' previously reported.

Manufacturer narrative:
During index procedure an endeavor rx was implanted in the target lesion and not an endeavor sprint as previously reported. Previously reported non q-wave mi event has been updated to q-wave mi was treated with a thrombus suction and medication.